Event description:
Carlos osorno-cruz, anthony piscopo, ashrita raghuram, sebastian sanchez, edgar samaniego, david hasan; clinical neurology and neuro surgery; 2021; 211:107029; reversible bilateral optic tract edema following pipeline-assisted coiling of a large ophthalmic aneurysm: a case report; doi.org/10.1016/j.clineuro.2021.107029. Medtronic received information that a (B)(6) female had complications after being treated with pipeline assisted coiling. The patient e presented with a 6-month history of worsening left eye vision and headache. Initial computed tomography (CT) demonstrated a large aneurysm arising from the left ophthalmic segment of the internal c arotid artery (ica). Cerebral angiogram confirmed a 17 mm by 14 mm aneurysm of the left paraophthalmic ica. The patient was prescribed dual antiplatelet therapy (dapt). Adjuvant coiling was chosen due to concerns of recanalization with only pipeline-stenting given the size of the aneurysm. Immediate follow-up angiogram demonstrated partial coiling of the aneurysm and excellent anterograde flow through the ica. Patient was discharged on post-operative day 2 on dapt. On post-procedural day five, the patient presented to the emergency department with new onset right visual complaints and unchanged left eye vision. The patient reported that these began after endovascular treatment. Subsequent images revealed new hyperintense signal along the right posterior optic nerve, optic chiasm, and bilateral optic tracts as well as aneurysm coiling mass effect on the optic chiasm. Seven days after the first treatment, cerebral angiography revealed an enlarging aneurysm remnant suggestive of recurrence. This was retreated with a successful pipeline flow diverter (fd) deployed within the previous pipeline. The patient was subsequently treated with dexamethasone 10-mg qid and discharged on day three with a four-week steroid taper.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.